Event description:
Customer reported leaking from a hole at the silicone segment upper fitment area during a rituximab infusion. The pt discovered the leak coming from the top of the pump module and notified the nurse. Nurse confirmed the leak and stopped the infusion. The tubing was examined and a hole was noted at the silicone segment upper fitment area. The leak was discovered at the end of the infusion, pt received 843 ml of 870 ml total volume to be infused. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.